Event description:
An aa4203tf model lens was damaged prior to being inserted. The lens touched the eye but was not implanted. There was no pt injury. The facility indicated it was due to the cartridge.